Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
During acdf procedure the inner locking mechanism of the screw popped out when the surgeon removed the screwdriver after placement of the screw. Doctor removed the screw and replaced it with a new one. No patient injury or surgical delays reported.